Event description:
Customer was receiving results in the 300mg/dl plus range for about a week. The customer received a result of 540mg/dl and went the e.r. The hosp took blood and had a lab performed with a result of 240mg/dl. The customer test their device and received a result of 540 mg/dl. The customer received 15 units of humalog and 30 units of lantus at the received 15 units of humalog and 30 units of lantus at the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.